Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient experienced drain volume that was over 183% of their fill volume. The patient stated they were asymptomatic and did not experience an adverse event. The patient had a last drain volume of 2756ml and their largest fill volume was 1502ml. The reported large drain of 2756ml was 183% over the expected volume which resulted in a reportable device malfunction. The patient did not develop any symptoms or require medical intervention as a result of the issue. The patient received a new cycler and has continued with peritoneal dialysis therapy without further complications.

Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay; however this does not obstruct the view or the functionality of the touch screen. Indications of dried fluid was found inside the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The device was subjected to a simulated treatment test which was completed without any failures or alarms. The cycler weighted fill volume values were within tolerance. An internal inspection found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The system air leak test, valve actuation test, mushroom head check, accelerated stress test and load cell verification test passed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.